Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The break in aseptic technique was further described as the patient made a mistake/touch contamination. The patient was hospitalized for the event and treated with vancomycin (dosage, route, frequency, and duration not reported). After two days, the patient was discharged from the hospital and was later reported to have recovered from the peritonitis. The patient was retrained on proper aseptic technique. Dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).this is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.